Event description:
Info received indicates while performing a preventive maintenance check, the technician found the CPR function was not working from the upper position.

Manufacturer narrative:
The technician replaced the CPR/emergency trend valve to repair the bed.